Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose levels were reported as 469 mg/dl and 270 mg/dl. Customer has been experiencing highs over the last three days. Customer was feeling nauseous, dizzy, and hot. Customer has humalog shots as their back-up method. Customer did not treat because she already has active insulin running. Customer took 15 units this morning with a needle and their blood glucose level started to go down. Troubleshooting was performed and customer had a no delivery alarm in the alarm history. Customer does not have the tubing clamp available. Customer stated that there was also a crack on her screen in the upper right corner. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.